Event description:
Upon removal of v-care from the patient, the green cup detached from the apparatus. The green cup was visualized and removed from the patient. Upon inspection of the v-care, the cuff that is attached to the balloon was missing. The surgeon searched the body cavity and was able to retrieve the cuff. All pieces were sequestered for risk management.